Event description:
It was reported that during a gastric sleeve procedure, the generator (gen11) kept on giving errors even when the instrument was not in use and out of the patient. The handpiece (hp054) was tested and uses that were remaining were 90. So no problem with the handpiece. Harmonic ace (ace36e) was reconnected to the handpiece again, generator was switched off and on, problems were not solved. After changing the disposable on the same generator and the same handpiece there were no more errors given and the procedure could continue. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The tissue pad was found in good physical condition and properly attached to the clamp arm. The device was tested with a generator. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue. The batch history records were reviewed with no anomalies noted during the manufacturing process.